Event description:
Broken hf470 arm fell onto pt during procedure. On (B)(6) 2024, (B)(6), a physician's assistant, with (B)(6), reported a device malfunction pertaining to the accuvein av400 vein visualization system powered wheeled stand. The malfunction occurred during an injectable filler procedure. (B)(6), pa, was performing the procedure. (B)(6) was using the hf470 stand to position the av400 vein visualization system scanner over the patient's face. The top-part arm of the stand snapped off where it meets the pole and fell onto the patient. The needle was inserted into the patient during the incident. There was no visible injury to the patient (no bruising or cuts), but the patient was informed to roonitor the site. No patient or health care provider (hcp) injuries were reported. On (B)(6) 2024 updated notes· call with (B)(6): needle was in the patients face when the hf470 arm snapped off. The hf470 arm fell on the patient's legs (not her face). After the arm fell, (B)(6) stopped the procedure, removed the needle from the patient, got a different accuvein/stand and continued with the procedure. No visible injury to the patients' legs prior to leaving the facility. No photos of the patient were available. Photos of the broken arm are available and were provided by (B)(6) when reported to us. Nurses requested patient monitor for injury from the stand and injury from the procedure if unexpected side-affects/symptoms occur in the corning week. Patient had no concern of injury from the arm striking her legs, and (B)(6) noted that patient was very understanding and was not upset about the situation.